Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on the spike (loose in pouch) and no cap on patient connector. The set was functionally hand tightened to a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The returned clamp was judged by the manufacturing plant lab technician to be hard to insert in a cleanflash unit; however, this feeling was not confirmed in a simulation conducted at the lab which showed no difficulty. The contrasting results made it impossible to confirm the reported problem of difficult to place into the cleanflash. Additionally no visual or dimensional discrepancies were found with the returned part. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the set was difficult to place into the cleanflash device, since the set had been connected to the patient. The set had been used for 10 days. There was no patient injury or medical intervention.